Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured implant of an unspecified side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on 13-july-2020. Visual analysis of the photographs identified: device with fluid.

Event description:
The affected side is the left. Deflation was reported.